Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the sheath used in the case. Please reference related manufacturer report no: 2015691-2016-00277. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during valve deployment, the delivery system balloon ruptured during inflation. There was no impact on valve positioning and the final result was good. There was difficulty removing the commander delivery system through the esheath and the devices were removed with a surgical approach from the ¿scarpa¿ (believed to be the common femoral artery). At the time of the report the patient was well. During initial engineering evaluations, the esheath distal tip liner was found to be delaminated and the marker band was found to have separated.

Manufacturer narrative:
Updated sections.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. During preliminary engineering evaluation, the liner of the sheath was found delaminated with the marker band attached to the delaminated section. The marker band was thought to have separated. Upon further visual analysis, the marker band was found to be intact and securely attached to liner under the tecoflex layer. A CAPA was previously completed which corrected the issue of maker band separation. As there was no maker band separation and, therefore, no risk to the patient, the event is not MDR reportable. A corrected supplemental report is being submitted.